Manufacturer narrative:
Additional information received that no information about batch number. Investigation is not possible. Action will be based on further trending. This is a follow up report for this additional information. Root cause analysis: failure mode - patient reaction. Root cause - product not received at investigation site . Conclusion code - indeterminable.

Event description:
In this event it is reported that blueprint xcreme refill pack caused a dental student to have a rash and burning sensation during use. Student had possible allergic reaction. Further information requested.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.